Event description:
A healthcare provider later reported that they had performed an autopsy on the patient. They noted that the pump had been filled by her pain physician several days before she was finally admitted to the hospital due to intractable pain. They further stated that it was noted that she was receiving morphine and bupivacaine in the pump. When in the hospital, the pump was ¿thought to have malfunctioned¿ and was turned off. Several days later, the physician tried to test it in the office on (B)(6), ¿and he turned it up and then turned it back down¿. When they turned it down, ¿it did not actually capture that, so it ran at a high rate for twelve hours, but it was several days before it was noted¿. Cerebrospinal fluid studies revealed really high concentrations of morphine. The csf was drawn in the hospital to replace the patient¿s lumbar drain. During the autopsy, the pump was aspirated and the toxicology laboratory discovered hydromorphone and bupivacaine as opposed to morphine and bupivacaine, which was allegedly placed by the physician. They further stated that at autopsy ¿they had a different medication altogether that was showing up as being in that pain pump¿. It was not known why hydromorphone was found in the pump.

Event description:
Additional information was received. It was reported that no pump alarm had sounded. The patient had presented in acute exacerbated pain. In the emergency room, the patient had been given a lot of intravenous pain medications. It was stated that the medications 'blew out the patient's pupils and hyperperfused all of her major internal organs'. There was no known cause of death. A week later, it was reported that the autopsy was performed on (B)(6), though no details were available. No further information was available at the time of this report. A follow-up report will be made if additional information becomes a vailable.

Manufacturer narrative:
(B)(4).

Event description:
Patient death was reported. It was noted the patient was seen on (B)(6) 2012, reason unknown, and that the device "must have been turned off," per log interrogation. Patient was again seen again in the emergency department, exact date unknown, presenting with increased pain. It was noted that she "was given quite a bit of IV meds," and "soon after" the patient's pupils were unresponsive and then pt also became unresponsive. She was moved to the intensive care unit where her pupils started responding but the patient remained "obtunded." "It was noted that it was unclear if the patient's symptoms were related to the pump or the IV meds that were administered. It was not reported what the IV medications were. It was later reported that the patient had died (B)(6) 2012. Cause of death was unknown. The morgue requested interrogation of the pump, pump logs showed tube set message on (B)(4) 2012. Device was explanted during autopsy. The family requested the drug in the device be tested to confirm that it was in fact morphine and bupivicaine. A follow up report will be submitted if additional information becomes available.

Event description:
Further information indicated an autopsy was performed, though autopsy results were not reported. Hydromorphone was aspirated out of the pump, despite morphine being noted in the logs. The caller reported that, when the patient had the pump, the patient¿s physician interrogated the pump and ¿in doing so, they had turned it on and forgot to the decrease the amount that it was releasing¿. It was further stated that the patient ¿ended up with complications which supposedly had led to her death¿. It was later reported that the patient¿s pump was stopped on 11/16/2012, and that the patient was not receiving medication.

Manufacturer narrative:
(B)(4). Device returned analysis not yet completed. A follow up report will be submitted when analysis is complete.

Manufacturer narrative:
Product ID: 8840, product type: programmer. (B)(4). Analysis of the pump revealed no anomalies. Only the pump was returned for analysis. Request on the returned paperwork indicated that the drug be tested. A sample was sent to the doctor, while the pump manufacturer kept the remaining fluid that was removed from the pump. Only non-destructive testing was performed. Pump memory logs were gathered and a printout was performed upon return. The initial printout indicated that pump was stopped for a period of time (about 34 days) and that an alarm was silenced on (B)(6) 2011. The pump memory logs also were gathered. A motor stall recovery indicator was in the log along with tube set, and stop pump. No issues with motor performance was indicated during non-destructive testing. The infusion history was gathered. As received in the lab, the pump was stopped. The infusion history and the printout were compared. The infusion history does indicate that a program change had occurred on (B)(6) 2012 and that the pump was programmed close to "max" rate of 20,285.5 ul per day and left in that mode for 15 hrs, reasons for this programming change are unclear. The infusion history also shows that the pump was stopped on (B)(6) 2012. Information in this file indicated that the patient came to the ER sometime between (B)(6) 2012 with increased pain and was given IV meds. The pump was tested in the lab for dispense accuracy and the pump passed testing. It was noted in this file that no alarm was heard. A critical alarm was active as of (B)(4) 2012 and was displayed on the pump interrogation taken at the coroner's office. The rep silenced the alarm at the coroner's office on (B)(4) 2012. This pump was put to shelf state and placed in the legal cabinet. Results and conclusion : no longer applies to this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.